Event description:
Related manufacturer reference: 3008452825-2018-00336, 3008452825-2018-00324. During a pulmonary vein ablation procedure, a pericardial effusion occurred. Following a difficult transseptal puncture, mapping was completed using an advisor catheter. During ablation with the tacticath contact force ablation catheter near the small left atrium, a steam pop occurred. Pericardial fluid was noted upon ultrasound monitoring. During ablation around the right veins, the pericardial fluid increased, and the pericardiocentesis was performed, however bleeding continued with a drop in the patient's hemoglobin requiring a blood transfusion. The patient was transferred to the or for a sternal thoracotomy. Surgery confirmed a perforation between the left superior vein and appendage, which was repaired to stabilize the patient. It was indicated by the user the length of the dilator used during transseptal access may have contributed to the perforation.

Manufacturer narrative:
The results of the investigation for the tacticath¿ contact force ablation catheter, se are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.